Event description:
The facility reported an automix 3+3 compounder with an unknown malfunction, according to the pharmacist. Additional information was received, that the automix 3+3 compounder was determined to have a problem with the stop/mute key, which did not work properly during key-press. This condition occurred intermittently during device evaluation by baxter personnel. This condition can lead to incorrect compounding or incorrect labeling of compounding material. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). The reported issue of an automix 3+3 compounder with an unknown problem was confirmed during service by baxter personnel. The root cause was determined to be a defective control module keypad. Service replaced the graphic panel membrane. This issue is being investigated through CAPA.